Manufacturer narrative:
The medtronic representative replaced fuses f11 and f12 to resolve issue. System tested fully functional after fuse replacement. Medtronic rep advised hospital staff not to hot plug o-arm mvs (mobile viewing station) to a switched on power inlet.

Event description:
A medtronic representative reported that the mvs would not boot up and the power line led was not illuminated. This occurred even after switching power outlets. No patient present or impacted.